Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 47 mg/dl. The customer called in and advanced she is using the 670g and is having issues with sensors. The customer was advised to remove and change out the sensor. The customer was advised that there may be a possible issue with the sensor. The customer was advised to return the sensor. The product was not returned for analysis.